Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted the patient had a loop of mid jejunum that as densely adhered to the mesh in the epigastrium. He then dissected the mesh away from the abdominal wall, but part of the mesh was so adhered to the small bowel that it could not be removed. It was felt that this was the point of obstruction . He resected this segment of small bowel that was causing the obstruction secondary to the fibrosis from the mesh. There was greater omentum that was densely incarcerated in this hernia. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 04/08/2021.

Manufacturer narrative:
Date sent to the FDA: 10/10/2024. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Additional b5 narrative: it was reported that the patient underwent a hernia repair on (B)(6) 2012 due to recurrent incisional hernia. It was reported that the patient underwent recurrent incisional hernia on (B)(6) 2017 and proceed was implanted. The patient experienced adhesions. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2012. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2016. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2017. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.